Event description:
It was reported that the lead was dislodged. Left ventricular (lv) lead has been turned off and the device programmed right ventricular (rv) lead only with left ventricular (lv) lead outputs programmed as far down as possible but they are still getting left ventricular (lv) lead sense markers. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).